Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 698 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time on the insulin pump was behind by one hour, which the customer's doctor attributed to the customer not changing it for daylight savings time. Prior to the event, the insulin pump alarmed no delivery. The prime and high pressure tests passed. No infusion site or set problems were noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.